Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain five of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the transfer set disconnected from the catheter. Renal therapy services (rts) assisted the patient with clearing the alarm. The patient was advised to clamp the line with an ultra clamp and call the nurse. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.